Event description:
It was reported that the patient had a past accident and subsequently has experienced a "pacing problem", exit block, high impedance and fracture distal to the bifurcation in the right ventricular lead. It was further reported that the physician suspected a possible device header problem as a result of the accident. The device was explanted and replaced. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. The analysis performed revealed no anomalies were found. Concomitant medical products: d284trk implantable cardioverter defibrillator (ICD), (B)(6) 2011. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).